Event description:
The customer reports that one of the three extension line of the catheter broke off. The nurse closed the catheter clamp. The catheter was replaced.

Manufacturer narrative:
(B)(4). The customer returned one, three-lumen cvc for analysis. Signs-of-use in the form of biological material was observed inside all extension lines. Visual analysis revealed a knot in the medial extension line's body as well as necking on both sides of the knot. The medial extension line had separated directly adjacent to the luer hub. A portion of the extension line body was visible within the separated luer hub, indicating the separation was due to failure of the extension line body. The point of separation was rough and jagged, indicating undue force caused the breakage. The medial extension line length from the juncture hub to the point of separation measured 118 mm with the lumen containing a knot in it. This not within the specifications of 109.9-110.1 mm per the catheter product drawing, which indicated the lumen was stretched. The medial extension line outer diameter measured 1.91 mm, which is not within the specification limits of 2.13-2.21 per the medial extension line extrusion graphic. This and the stress marks present on the extension line are consistent with the extension line being over-stretched. The medial extension line inner diameter measured 1.47 mm, which is within the specification limits of 1.42-1.50 mm per the medial extension line extrusion graphic. The proximal and distal extension lines were flushed using a lab inventory syringe. No leaks or blockages were detected. A manual tug test confirmed the proximal and distal extension lines were fully secured within the luer hubs. A device history record review was completed based on potential lots with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The customer report of a luer hub separation was confirmed by complaint investigation of the returned sample. The medial luer hub was separated from the medial extension line. A portion of the extension line body was visible within the separated luer indicating hub the separation was due to failure of the extension line body. The points of separation on the lumen body appeared rough and jagged. The medial extension line was also longer and thinner than it should be indicating that undue force was applied to the extension line during use. A device history record review was performed based on sales history with no relevant findings. Based on the appearance of the damage and the customer report that it was identified during use, unintentional use error (undue force) caused or contributed to the reported event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that one of the three extension line of the catheter broke off. The nurse closed the catheter clamp. The catheter was replaced.